Event description:
During an implant procedure, high pacing impedance and a loss of capture was observed on the right ventricular (rv) lead. Repositioning was attempted, however, was unsuccessful in resolving the electrical anomalies noted. The rv lead was exchanged to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.